Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see associated reports: 0001825034 - 2018 - 02748. (B)(6). Report source: literature. Borgwardt, arne, et al. ¿a randomized seven-year study on performance of the stemmed metal m2a-magnum and ceramic c2a-taper, and the resurfacing recap hip implants.¿ the journal of arthroplasty, 2017, doi:10.1016/j.arth.2017.11.061. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported one patient underwent hip revision due to fracture of collum femoris and adverse local tissue reaction (altr). Altr had been diagnosed prior to fracture.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).